Event description:
Small ceramic piece of spatuala, fracture noted surgeon and removed from pt during laparoscopic procedure. Piece put together in back table and accounted. Procedure: lysisi of adhesion, total laparoscopic hysterectomy, bs ro. No surgical complications.